Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. On the first postoperative day, the patient was treated with medication for conjunctival congestion, cells, hypopyon and intraocular pressure (iop) of 30mmhg. The following day, the iop had decreased to 25mmhg and a vitrectomy was performed because cells were confirmed in the vitreous cavity. Additional information was provided by the surgeon, who reported that on the third postoperative day, no hyperemia and no hypopyon were observed. According to the surgeon, there was no subjective symptoms postoperatively. It was unlikely bacterial endophthalmitis as there was no eye discharge. By increasing the dosage of the prescribed eye drops, the symptoms improved. As the patient had received a vitrectomy in the past, the inflammatory cells in the anterior chamber moved into the vitreous body and the fundus became unobservable. The vitrectomy surgeon also suspected aseptic endophthalmitis. Therefore, concentrations of drugs used during the surgery were carefully examined, but no abnormality was observed. After the vitreous body washing, there was no problem postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the physician, who reported that bacterial inspection testing was conducted and the result was negative. No other information was provided.